Manufacturer narrative:
The customer does not normally use the temperature on the bpm, but chief of perfusion thought since he noticed it was not accurate, he would report it.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, blood temperature was reading thirty-three degrees celsius on the blood parameter monitor (bpm), when temperature on pump was reading thirty-seven degrees celsius. The device was not changed out, as the user went with the temperature reading on the heart lung machine. The bpm temperature seemed to follow the cool down temperature as expected, but when it was time to warm back up, the monitor did not follow as accurately. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.